Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during esophagectomy/ gastric tube creation, the device was fired, however, the firing stopped halfway. At the second firing, the firing also stopped halfway and made an abnormal noise. At the third firing, the device was able to be fired as usual and the case was completed. The surgical time was extended by less than 30 minutes. There was no patient injury.